Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the anchor had been broken off. The broken fragment was not returned with the rest of the device. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via the cst tool that during a rotator cuff repair the anchor broke while being inserted into the bone. The affiliate reported that the patient's bone was hurt, but did not give further information. The procedure was completed and the broken fragments of the anchor were removed. Additional information provided by the affiliate on 02/06/2019 reporting that there was no surgical delay and the anchor broke into 2 pieces while inserting into the patient's hard bone. It was also reported that the doctor was not off axis and the same bone hole was used to complete the procedure. The affiliate clarified that there was a spelling error in the original event description. It was mentioned that the patient's bone was hurt, but actually it was meant as 'hard' instead of 'hurt'. The affiliate stated that there were no patient consequences.